Event description:
A medtronic ers sales rep was showing a customer his new sales device and, when he powered on the device, service was displayed on the monitor screen, the service indicator illuminated and the device would not operate.